Event description:
Customer reported via e-mail that she had blood glucose of 75 mg/dl. Customer stated that her insulin pump has cracks at all 4 corners of the screen and at the battery compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, shifted end cap sticker and minor scratches on lcd window. The insulin pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.